Manufacturer narrative:
(B)(4).

Event description:
While performing a lapidus procedure on a male patient in his (B)(6) with average bone quality, the surgeon experienced a 212-40-003 driver (lot # 19592-01-01) break while inserting a 202-30-034 tiger headless screw. The sales representative at the case, noted that the surgeon pre-drilled and prox-drilled prior to insertion. The surgeon utilized a k-wire and inserted the 202-30-034 tiger screw without any issues. Once the surgical site was sutured, it was realized that the 212-40-003 driver tip had broken off during surgery. Fluoro was utilized to detect the broken piece that remained in the patient (x-ray attached). The sales representative is following up with the surgeon to see how he plans to move forward. Information has not been received at this time. The broken 212-40-003 driver will be returned to for review while the 202-30-034 tiger headless screw and driver tip remains in the patient.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-10 below) as part of internal complaint handling activities. 1. Patient date of birth (a2) and weight (a4) not reported. 2. Catalog # and serial # (d4) not utilized by trilliant surgical. 3. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 4. Implanted date (d6) and explanted date (d7) n/a to this report. 5. Reprocessor name and address (d9) n/a to this report. 6. Concomitant medical products and therapy dates (d11) not reported. 7. PMA/510(k) (g5) n/a to this report as the suspect medical device is a class I medical device (product code hxx). 8. Section h7 n/a to this report as associated doctor has not reported of any remedial action. 9. Section h9 n/a to this report. 10. No files attached to this follow-up report. Initial submission contained an evaluation and conclusion memo which is still valid. Corrected information provided in follow-up submission, a1, b1 - adverse event and product problem are selected. B4, b6, b7, d1, d2 - common device name (product code is correct in initial submission), d3 - email address removed and fax number added. D4 - catalog #, serial #, d9, d10 - returned to manufacturer date corrected. E1 - initial reporter e-mail address added. G3 - health professional is selected in addition to distributor. H4, h5, h6 - patient code, device code, method codes (added to initial submission's selections), conclusion code, h9, h10 - corrected data. Additional information provided in follow-up submission g1 - name (and email address) updated as different personnel is submitting the follow-up submission than submitted the initial submission. G7 , h2 , h10 - additional manufacturer narrative.